Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Delta xtend claim letter record received. Claim letter alleged pain. Radiographs revelaed the screws holding the glenoid fractured causing the component to migrate. On (B)(6) 2017, the patient underwent a primary uncemented reverse right total shoulder replacement due to rotator cuff arthropathy with degerative osteoarthritis. There were no indicated complications during the operation. Four screws were used during the primary operation. The primary product information can be found on pages 10 and 11 of the attached medical records. Doi: (B)(6) 2017 dor: (B)(6) 2018 unknown shoulder.